Event description:
Rn working in ICU e-mailed report of infusion event with fentanyl. Sn not provided. Date of occurrence was several months prior to (B)(6) 2010 when a process improvement data system report was completed (event report ID undetermined). Time was reported to be between 12 midnight and 4 a.m. The correct drug and concentration were selected through the (B)(6), but while he reported, he meant to start the pt at 25 mcg/h, this "dose" was entered into the "rate" field so that the pt was actually getting 250 mcg/h. Pt received almost 1500 mcg of fentanyl before the error was discovered. Pt was being assessed throughout the infusion and she was not harmed. No additional pt or event info was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported problem. Customer did not record the serial number of the device and is unable to track the specific pump module used. A f/u report will be submitted if additional info is obtained.